Event description:
Customer reported that the drain broke while attempting removal from the patient. The device was sutured in place with a 2-0 nylon during initial implanatation. The patient was returned to surgery for device fragment removal. The reop report noted that suture material was observed at the site of the sample break.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound."